Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01684. It was reported the patient experiences a soreness in her muscles around the ipg site when she charges. The pt said it might be heat versus soreness. Pt said she would charge more frequently for less time and see if that helps. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.